Event description:
It was reported while testing for sars cov-2 11 potential false positive results were obtained when read visually. Results are to be read by analyzer, therefore was used off label. 4 of the samples were retested using the analyzer and results were negative. Confirmatory pcr testing also performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that customer reported to obtain up to 11 false positive results using 256082 kit, lot#: 1004862. All samples came from different patients upon follow up, customer confirmed the 11 cases of "false positive results" where all read only by sight, not using the veritor analyzer. As this fall off- claims, the issue has been resolved. Customer was able to re-test 4 samples from the 11 fp reported, this time using the veritor analyzer to obtain results, results where all negative, matching the pcr test results.

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 1004862. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 1004862. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed. H3 other text : see h10.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 11 potential false positive results were obtained when read visually. Results are to be read by analyzer, therefore was used off label. 4 of the samples were retested using the analyzer and results were negative. Confirmatory pcr testing also performed and the results were negative. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: it was reported that customer reported to obtain up to 11 false positive results using 256082 kit, lot#: 1004862. All samples came from different patients upon follow up, customer confirmed the 11 cases of "false positive results" where all read only by sight, not using the veritor analyzer. As this fall off- claims, the issue has been resolved. Customer was able to re-test 4 samples from the 11 fp reported, this time using the veritor analyzer to obtain results, results where all negative, matching the pcr test results.